Event description:
It was reported that the biomed had the arctic sun device that had over 3000 hours and was not heating, biomed would like to send it in for the 2k preventive maintenance service. Per sample evaluation results on (B)(6) 2025, major shipping damage resulted in damage to outer shell, chiller frame, and two casters.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not replicated during evaluation. The device was evaluated upon receipt. Heating problem could not be reproduced during assessment functional testing or in patient data files. The device was found with major outer shell and chiller frame damage with two damaged / bent casters. 16 photos showing the damage were attached by the decontamination and service technicians. Customer declined repair. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. Correction: d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that had over 3000 hours and was not heating, biomed would like to send it in for the 2k preventive maintenance service.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not replicated during evaluation. The device was evaluated upon receipt. Heating problem could not be reproduced during assessment functional testing or in patient data files. The device was found with major outer shell and chiller frame damage with two damaged / bent casters. 16 photos showing the damage were attached by the decontamination and service technicians. Tank seals were found to be lifted during repair. Completed the 2000-hour pm procedure on the device. Replaced the chiller assembly. Replaced the outer shell consisting of the front, rear, and both side panels. Replaced two casters in the front. The other two original casters were reused. Replaced tank seals. As part of the pm, serviced the circulation pump and mixing pump, replaced the heater, both manifold o-rings, double bend tube, and chiller evaporator outlet tube. The arctic sun stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that had over 3000 hours and was not heating, biomed would like to send it in for the 2k preventive maintenance service. Per sample evaluation results on (B)(6) 2025, major shipping damage resulted in damage to outer shell, chiller frame, and two casters. Per sample evaluation results on (B)(6) 2025, tank seals lifted.